Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high pacing thresholds were observed. The patient is pacemaker dependent. The sense/portion of the lead was capped, the defib portion remains active.